Event description:
It was reported the patient's blood glucose level rose over 396 mg/dl (22 mmol/l) while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site on their abdomen, causing the cannula to dislodge. As treatment, a new pod was successfully applied. The faulty pod was discarded.

Event description:
It was reported the patient's blood glucose level rose over 396 mg/dl (22 mmol/l) while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site on their abdomen, causing the cannula to dislodge. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.5-p001operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Updated b5- describe event or problem.from: it was reported the patient's blood glucose level rose over 396 mg/dl (22 mmol/l) while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site on their abdomen, causing the cannula to dislodge. As treatment, a new pod was successfully applied. The faulty pod was discarded.to: it was reported the patient's blood glucose level rose over 396 mg/dl (22 mmol/l) while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site on their abdomen, causing the cannula to dislodge. As treatment, a new pod was successfully applied.updated h11:from: according to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. To: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event.